Event description:
It was reported that on (B)(6) 2022, a nail plate combo was being implanted on a poly trauma patient. Rfna was connected and inserted with a total knee prosthesis in. While having the nail fully inserted, the lm drill holes missed the nail. Depth gauge was inserted and bent due to malleting of depth gauge. Plate was put on the aiming arm and the fixed angle screw did not lock. A new plate was used and the plate locked. The 13mm sleeve was bent during the case as well from pushing and the entry reamer was stuck in the sleeve. Screw racks had faded numbers & screwdriver handles did not attach to the power shaft any longer and would stay on without falling off. Post op review showed that the graphic screw racks were faded and chipping, and that the handles and sleeves were not attached/were bent. The plate was dropped post op and bent/depth gauges bent. This report is for a 13.0mm protection sleeve for rafn retrograde/qc. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: hwc. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.